Event description:
It was reported by the edwards field clinical specialist that approximately 5 days after a successful transapical tavr procedure the patient went into respiratory failure, required a balloon pump, stopped making urine, and ultimately passed away. Reportedly an autopsy was performed which noted an infarcted bowel; which the surgeon believed was due to showering embolization post deployment of the sapien valve.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The discharge summary and autopsy reported were received from the faculty. Reportedly six days following the successful transapical tavr procedure the patient became acidotic and developed significantly worsening renal function. As reported the patient was placed on a balloon pump and inotropic agents. A repeat echo was performed, which showed the sapien valve was functioning normally. The patient became more and more unstable hemodynamically, and ultimately expired seven days post tavr. An autopsy was performed and the sapien valve appeared to be in a good position and functioned normally. Per the autopsy report the ischemic necrosis was seen involving the small and large bowel; potentially related to embolic phenomena. The cause of death was reported to be intra-abdominal catastrophe with infarction and perforation of the large bowel. Per the instructions for use (IFU), thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. According to the mayo clinic, some causes for thromboembolism include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. Additionally, decreased perfusion to the bowel can result in ischemic tissue leading to necrosis. It appears from the medical records that the patient had decreasing function to multiple organs as evidenced by the noted worsening renal function, acidosis and requirement for cardiovascular support. In this case the exact cause of the event could not be confirmed; however in addition to the recent procedure, multiple patient comorbidities (advanced age, critical aortic stenosis, cad, leukemia, chronic renal insufficiency, htn, atrial fibrillation, severe copd) could have caused or contributed to the decline in the patient¿s status (worsening renal function and requirement for hemodynamic support) and bowel necrosis event resulting in the patient¿s death. As noted per the echo report, the sapien valve was functioning normally. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.